Manufacturer narrative:
Device passed the displacement. Device received with broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 49 mg/dl at the time of incident. Customer assisted with troubleshooting. Customer stated that they were doing bolus and noticed the cracked on the top of the battery section was cracked, the portion of the battery compartment near the top and little portions of it fell off. The insulin pump will be returned for analysis.